Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The units of measure were requested but not provided. The patient's initial hcgb result was 55.97 accompanied by a data flag. The sample was repeated twice and the results were 0.100 accompanied by a data flag and 0.100 accompanied by a data flag. The correct result of <0.1 was reported outside the laboratory. The patient was not adversely affected by this event. The hcgb reagent lot number and expiration date were requested but not provided. The field service representative found that the sipper probe was sometimes hitting the back of the assay cups. He also found that the sample carousel was faulty and that it would tilt to one side and cause sample barcode read errors. The carousel has been replaced. The field service representative replaced the anti-static brush which was worn.

Manufacturer narrative:
This event occurred in (B)(6).